Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vascular surgery, while closing a 6 inch incision using a running technique, the thread and needle on the 5 devices all popped off and detached as a whole after 1 stitch. The sales representative was watching to make sure the surgeon was not grabbing the products in the wrong spot or anything and was not. More packages were opened to resolve the issue. There was no patient injury.